Event description:
The introducer broke off inside the patient. Complaint form states the patient required additional procedure, however, as of (B)(6), three attempts ((B)(6), 2014) have been made to gain additional information but as of (B)(6), 2014, no details have been provided. (B)(6), 2014 - per the voice message by the district manager with information from the customer. The patient is doing well. Any additional information will be provided per the medsun report when becomes available.

Manufacturer narrative:
(B)(4). Date facility notified the FDA is unknown but cook was told that we would gain additional information from the medsun when that is provided. Event evaluation: still under investigation.